Manufacturer narrative:
Initial reporter phone no. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked from an unspecified location. This occurred during fill one of four of peritoneal dialysis (pd) therapy. The patient was connection for therapy at the time of this event. There was no patient injury or medical intervention associated with this event. No additional information is available.